Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a family member who is a registered nurse with an infection that developed at the pod site (arm) while wearing the pod for 41 hours. The site was reported to be red, swollen, hard and have purulent discharge. The patient first consulted a pharmacist who advised the patient to wait for the infection to resolve. Two days later, the patient visited the family member (registered nurse) in their home where the nurse diagnosed an infection. The nurse drained the infection, cleaned the site and applied an unspecified topical anti-septic cream. The pod has now been discarded by the patient.